Event description:
Patient complained of skin burn on neck where muscle stimulatory therapy was applied. The therapy was administered with the intensity set at 10. Clinician was administering therapy with durastick electrodes, but they were discarded.

Manufacturer narrative:
Device performed to design and operational specification. Device passed all service and quality assurance checks.